Event description:
It was reported that the ilet user experienced low blood glucose after intentionally eating an unannounced snack to elevate glucose; the ilet pump responded with automated correction insulin, after which glucose went low, and the user treated with fast-acting carbohydrates, with education provided on proper meal and snack announcements consistent with an improper or incorrect procedure or method involving the user interface. Symptoms included hyperglycemia peaking at 256 mg/dl followed by hypoglycemia with a nadir of 49 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to announce the snack, consistent with improper or incorrect procedure and involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.